Event description:
The customer was hospitalized with high bgs. Customer said that when they woke up this morning the bg level was high. The troubleshooting that was done indicated that the device was working properly. Technician explained the two high bg rule and recommended using a infusion set with a longer cannula. Customer was sent a tubing clamp and advised to call back for further testing.